Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿missing instructions; vendor/printer error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replacing canister and tubing: replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up canister or tubing appear cloudy canister or tubing appear discolored canister becomes cracked tubing becomes torn purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was no longer working after 3 weeks of use. Representative stated that the purewick urine collection system was not suctioning and checked purewick accessory replacement kit components to check for suction before did a replacement. Representative explained to the patient that the purewick collection canister would need to be empty. Per follow up information received on 09aug2021, it was stated that the representative called back to begin troubleshooting and the patient said that the patient was never advised to replace purewick collection cannister kit. Representative advised the patient to replace it every 60 days. Per customer via phone on 13sep2021, it was stated that customer did not complain and only ordered wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was no longer working after 3 weeks of use. Representative stated that the purewick urine collection system was not suctioning and checked purewick accessory replacement kit components to check for suction before did a replacement. Representative explained to the patient that the purewick collection canister would need to be empty. Per follow up information received on 09aug2021, it was stated that the representative called back to begin troubleshooting and the patient said that the patient was never advised to replace purewick collection cannister kit. Representative advised the patient to replace it every 60 days.